Manufacturer narrative:
(B)(4)

Event description:
It was reported that interrogation of the patient¿s implantable neurostimulator (ins) found ¿high impedances on contact #4.¿ the patient was ¿receiving effective therapy¿ as of 13 days after initial report. The patient was noted to have cancelled an appointment with their healthcare provider (hcp) as of 13 days after initial report. A supplemental report will be filed if additional information is received.